Event description:
It was reported that the lead exhibited intermittent loss of sensing and capture and an impedance measurement anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.